Event description:
Pacemaker under boston scientific advisory [date redacted] for high battery impedance may initiate safety mode. Recommendation for patients dependent on pacemaker to have prompt generator change. Patient is dependent on pacemaker. Patient was scheduled for generator change earlier in year but did not show for procedure; was not sure they wanted to proceed with generator change. Pacemaker generator changed [date redacted].